Event description:
It was reported that the patient had severe tricuspid valve regurgitation that was resulting in low flow alarms. A request for low flow software was made until treatment could be provided. The device operated as expected, and the event resolved without a specified treatment.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.